Event description:
It was reported that patient underwent total knee arthroplasty utilizing drill pins on (B) (6) 2010. During the procedure, the springs of the drill pins were damaged and the tip of one drill pin fractured off upon removal of the pins. Post-operative radiographs taken revealed that the drill pin tip was retained in the central region of the patient's proximal tibia. No further information has been reported to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned components found evidence that the spring and the pin tip fractured in bending overload. Further evaluation performed by engineer relayed that springs unwinding is caused by over-tightening the spring pin to the guide. This causes the washer to stick and the spring to unwind. Additionally, the spring pins are recommended for use with the distal femoral holes on the guide and not indicated for use with the tibia. The failure mode of these pins would suggest that removal was attempted with a pin puller which caused the pin to bend and fracture. (B) (4)